Manufacturer narrative:
Additional information: the event was reported to be not considered an adverse event but part of maturation of the newly created avf. Stenosis of anastomosis/venous outflow is part of normal maturation process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a ellipsys catheter was used to treat the left arm. Approximately 1 week post procedure patient suffered stenosis of venous outflow of av fistula anastomosis. Subject was in for 1-week study visit and ultrasound showed decreased flow specifically in the venous outflow. A fistulogram was done that day to augment the venous outflow tract and help the fistula mature. Fistulogram and ivus revealed several foci of stenotic venous bands along the cephalic venous outflow along with anomalous insertion of the left cephalic vein into the axillary vein and the axilla subclavian junction. Balloon angioplasty of the subclavian vein, axillary vein, and cephalic vein. Post procedure fistulogram revealed good flow throughout the treated regions with augmented thrill over the av fistula on palpation. Patient recovered.